Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected power loss alarm or replace battery now alarm noted during testing.